Event description:
Additional information received from a manufacturer representative reported the representative replaced the point of entry and there was no change to the system. The representative then swapped the camera, and then the issue was resolved.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot : unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D9: lot number for product 9735798: 169005612drc07 lot number for product 9735821r: p903401 h3, h6: a medtronic representative went to the site to perform a system checkout. The issue was confirmed. The power over ethernet (poe) injector poe to power supply unit (psu) network cable chain was replaced. The system then passed checkout. Fdm b01, fdr c13, fdc d02 are applicable to the system checkout. H3, h6: the poe injector was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm b01, fdr c19, and fdc d14 are applicable to the poe analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735798, serial/lot: unknown. A system checkout is expected, but has not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a demo. The localizer would not connect. All other components on the camera cart worked. Troubleshooting was conducted. The did not have an leds, and technical services walked through checking the internal network bulkhead for the network chain from the point of entry to the camera. The bulkhead was disconnected, so it was reconnected. At this point the camera received power, but had a red amber light. The ndi toolbox would not connect to the position sensor unit(psu). Technical services had the manufacturer representative take the back cover off the camera cart, and check the leds. On the imaging system, the network cable going to the point of entry did not have any leds. The other network cables had the appropriate leds lit up. Technical services had them swap to a known good port and still received no input there. Technical services had the representative verify the point of entry side of the connection was well seated and it was. Next, technical services had the representative try a different known good network cable, but that was still unsuccessful. Therefore, it was felt that the point of entry communication input connection was bad, and that the point of entry needed to be replaced. There was no patient involvement.